Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: unk, batch: 4340795. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that the patient experienced uncomfortable stimulation. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused uncomfortable stimulation.

Manufacturer narrative:
Correction: h6 - adverse event problem codes updated. Reprogramming was able to restore effective therapy; therefore, this event is no longer reportable.

Event description:
Additional information indicates that no intervention was taken on the lead and the programming was able to provide effective therapy; therefore, this event is no longer considered to be reportable.